Event description:
A physician reported that following a cataract surgery with intraocular lens implant procedure, iol was replaced with another lens due to postoperative refraction error and patient's vision was poor. The surgeon considers that lens was not the cause of the postoperative refraction error, and that it was a close-to-special case of lasik eye with the cornea scraped to 32.0d. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis. The iol returned in a non-company sealed pouch. Solution is dried on the iol. The iol is cut in a half through the centre of the optic. The surgeon considers that the product was not the cause of the reported postoperative refraction error, and that it was a close-to-special case of lasik eye with the cornea scraped to 32.0d. The lens was replaced with the same model 18.5 diopter. The root cause for the reported complaint appears to be a coincidental event that was not related to product. The surgeon considers that the product was not the cause of the reported postoperative refraction error, and that it was a close-to-special case of lasik eye with the cornea scraped to 32.0d. The lens was replaced with the same model company, 18.5 diopter. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).